Event description:
A small fragment of fiberglass material was seen by the surgeon during a pelviscopy procedure. It is believed the piece broke off of the trocar sleeve that was being used. The fragment was described as very tiny, perhaps 1mm in diameter. It was not retrieved by the physician. No additional surgery was done.